Event description:
It was reported that the patient's implantable cardioverter defibrillator system pocket exhibited wound dehiscence. The full system was explanted and replaced in alternate location. The patient was stable.